Event description:
The following has been reported: biomed reported: 1 obf, constant ' cassette contains air" errors. Customer tried reboot/reset, no change. Serial number (B)(6). - no patient harm . A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. The device was able to complete multiple mock infusions, primary and secondary, without issues. Once reverted to manufacturing mode the pump passed set ID functional testing multiple times. The set ID will be replaced as a precaution. Additionally, the mr sticker is damaged around the edge and will be replaced.